Event description:
Event description boston scientific crm received information that this pacemaker had fluctuating battery status indicators. The device had been programmed to maximum outputs in the ventricle. In august, the battery gas gauge was at 50% and showed less than 0.5 years remaining. At a recent check, the longevity remaining indicated 'greater' than 5 years remaining. At one point, the longevity estimate was less than 0.5 years with the battery gas gauge at 50%. Technical services recommended to send in a download of the device memory.